Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report and no further information is available. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturers/device serial numbers and with the specific complaint referenced. Multiple model families of devices are referenced in the article, with no specifics provided. The gender of the baseline characteristics is male and the baseline age is (B)(6) without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿safety of magnetic resonance imaging in patients with permanent pacemakers: a collaborative clinical approach.¿ j interv card electrophysiol (2012) 33:59¿67. Doi 10.1007/s10840-011-9615-8.

Event description:
A journal article was reviewed which contained information regarding implantable pulse generators (ipgs). The author indicated that the ¿study aimed to characterize the interactions of pacemakers with magnetic resonance imaging (MRI) and to identify device characteristics that could predict adverse interactions.¿ multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturers/device serial numbers/complaint. The article indicated that power-on-resets had occurred. Also devices reverting to the ¿magnet-mode,¿ were noted, but which returned to normal after the scan. Also noted was that there was ¿no effect on generator voltage¿ or ¿device malfunction¿ immediately after the scan or at the one-month post-MRI visit. The author indicated that there were no adverse clinical events observed. The status/location of the devices is unknown. No further information was available. No further patient complications have been reported as a result of this event.